Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 192 mg/dl. The customer top part is broken and top part reservoir o - ring of reservoir was coming apart. The customer high blood glucose level were 340 mg/dl, 280 mg/dl and increased her basal rates and a bolus was given bump to get it down. The customer does not want to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with partially broken reservoir tube lip. Unit received with cracked case at display window corners, display window, belt clip slot and battery tube threads. Unit received with minor scratched display window and case.